Event description:
Issue that occurred: circumferential break identified in proximal lumen near hub of cvc near while patient was receiving critical medication infusion. Root cause was not identified. Therapy was interrupted but only briefly as other central venous access was available. There were no consequences due to interruption. Required increased vasopressor support briefly to stabilize the bp while lines were moved over and when the vasopressor was not infusing from the defected port. Patient was transferred out of ICU a few weeks later stable.

Manufacturer narrative:
4. Additional information received from customer: patient was in septic shock with multi organ dysfunction. Patient was admitted for shock related to acute respiratory distress syndrome, needing intubation/ventilation and pressor support. Patient was critically ill but stable with current treatments i.e. Vasopressor and fluid resuscitation, intubation/ventilation. The above reasons are why the patient was in the ICU. The customer returned one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material. The juncture hub contained sutures secured on each suture wing. The catheter body appeared to be intentionally cut and the separated portion was not returned for analysis. Visual examination revealed the proximal extension line was separated near the juncture hub. The separated surfaces appeared smooth and uniform, which is damage consistent with the lumen coming into contact with a sharp object (scissors, scalpel, needle, etc.). The total length of the returned catheter body measured to be 138 mm which indicates at least 19 mm were separated and not returned per product drawing. The length of the separated portion of the extension line measured 121 mm and the attached portion of the extension line measured 13 mm which indicates 134 mm of extension line was returned. This is consistent with the nominal value of 133 mm per product drawing. The inner diameter of the proximal extension line measured to be 0.059" which is within specifications of 0.055-0.059" per product drawing. The outer diameter of the proximal extension line measured to be 0.084" which is within specifications of 0.084-0.088" per product drawing. This indicates that the wall thickness measured as expected. The distal and medial lumens were flushed using a lab inventory syringe. No blockages or leaks were detected. The instructions-for-use (IFU) provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to minimize the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The IFU also warns, "do not use scissors to remove dressing to minimize the risk of cutting catheter." The customer report of a separated extension line was confirmed by complaint investigation of the returned sample. The proximal lumen was separated. The separated surfaces appeared smooth and uniform, which is damage consistently seen when the lumen comes in contact with a sharp object. The sample passed all relevant dimensional (wall thickness) and functional testing. Based on the condition of the sample received, unintentional user error (contact with sharps) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Issue that occurred: circumferential break identified in proximal lumen near hub of cvc near while patient was receiving critical medication infusion. Root cause was not identified. Therapy was interrupted but only briefly as other central venous access was available. There were no consequences due to interruption. Required increased vasopressor support briefly to stabilize the bp while lines were moved over and when the vasopressor was not infusing from the defected port. Patient was transferred out of ICU a few weeks later stable.